Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
Information was reported by a healthcare provider (hcp), in regards to a patient who was being treated with an unknown medication (unknown concentration, dose and lot number) via an implanted pump. The pump's indication for use (IFU) was non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were not reported. The hcp reported that the patient was scheduled for a lumbar spine MRI on (B)(6) 2015 for pain. It was unknown when the patient first started experiencing the pain. The patient told the hcp that her pump was not operable. The hcp did not know what ¿not operable¿ meant. There was a suspected problem with the device or therapy. It was unknown whom had been managing the pump therapy. The results of the MRI were not reported and the actions/interventions taken to resolve the pain are unknown. Follow-up has been conducted for the unknown information, but was not available at the time of this report. If additional information becomes available, a supplemental report will be filed.